Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent abdominal supracervical hysterectomy, bilateral salpingo-oophorectomy, abdominal sacral colpopexy, halban procedure, burch procedure, cystoscopy, suprapubic catheter placement due to severe pelvic organ prolapsed. It was reported that patient underwent surgical procedure on (B)(6) 2006 where merseline mesh was implanted. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.